Manufacturer narrative:
The user called on (B)(6) 2011 to request a quotation to repair his device, and reported the (B)(6) 2010 event during that contact with the company. Engineering review of an electronic configuration file (ecf) covering the time period of the reported event was subsequently conducted in an attempt to either substantiate or refute the user's account of the event. Engineering personnel determined that there were no relevant entries in the alarm logs for that date and that there was nothing relevant to the event in the ecf for the month of (B)(6) 2010. The ecf review substantiates the user's account and it is concluded that there was no device malfunction associated with the reported event.

Event description:
On (B)(6) 2011, a user reported that he sustained an injury (bad contusion) to his left arm when he was struck by an automobile while operating the device in balance function in a parking lot. The user stated that the event occurred on (B)(6) 2010. User stated that "he was seeing doctors and lawyers and he did not have time to report it until now." User stated that he was in balance function going straight across a parking lot when an automobile made a right hand turn and hit him broadside on the right side of the device, causing the device to transition from balance to 4-wheel function. User stated that the automobile did not stop and continued to push him several feet into a boardwalk. The impact of the device into the boardwalk caused his left arm to be pinned up against the armrest as the armrest was bent into him from the boardwalk. The user stated that "this incident was not caused by the device and if the device were not so well built, may have been killed or injured much more badly." This report corresponds to independence technology complaint # (B)(4).